Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. After physical review of the part, there was not observed breakages at the part, complaint allegation was not able to be confirmed. However, it was observed that part presented a high worn condition throughout the part. Several scratches were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
It was reported that a small piece chipped off head ball after trialing. Removed product from tray and need replacement.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.